Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿ blood collection tubes, the tube cap is damaged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-sep-2025. Investigation summary: bd received one sample and one photo for investigation. The returned sample underwent visual inspection and failed due to a damaged hemogard shield. The customer photo showed a close-up of the damaged hemogard. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿ blood collection tubes, the tube cap is damaged. No adverse impact was reported regarding the patient or user.